Event description:
The customer called with a complaint that several segments are missing from the units display. A request was made to return the unit for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.